Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the proximal and distal ends of the stent that were bent and lifted. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Following rotablation with a 2.0mm burr, a 28 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent crimp was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).device is a combination product.device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. Following rotablation with a 2.0mm burr, a 28 x 4.00 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent crimp was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.